Event description:
It was reported that during induction testing an alert stating possible output circuit damage was received. Therapy was not delivered and the patient was externally defibrillated. Low hvli impedance was noted. The sy stem was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output circuit damage was confirmed in the laboratory. The hv output transistor had low impedance which prevented the device from charging and delivering hv therapy. The cause of the output anomaly could not be determined.